Manufacturer narrative:
The oad was returned with the guidewire engaged in the fractured distal driveshaft section. The fracture is on the distal edge of the crown. The fractured driveshaft and guidewire spring tip sections were sent for scanning electron microscopy (sem) analysis. Driveshaft flexing at the weld location can initiate a fatigue failure, and sem analysis identified fatigue striations at the site of the driveshaft fracture. It is hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape. However, the exact root cause of this reported complaint is undetermined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A diamondback coronary 360 orbital atherectomy device (oad) was used for treatment of an extremely calcified lesion in the right coronary artery (rca) via femoral access. There were two 90 degree bends in the vessel, and the lesion was 99% stenosed and 3.0mm in diameter. Two treatment passes were performed on low speed. No devices could be advanced through the lesion except the viperwire. The oad fractured on the proximal side of the crown in one of the 90 degree bends of the vessel. The viperwire was retracted, and the fragment remained on the wire. A catheter and balloons were used to dilate the lesion. The patient was stable throughout the procedure and was discharged the following day.